Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that after dual-chamber pacemaker was implanted, the patient developed nonischemic cardiomyopathy with ejection fraction diminishing. It was felt it was due to right ventricular (rv) pacing. The device and rv lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 407658, lead, implanted: (B)(6) 2006. (B)(4).